Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. After further review of the facts provided by the customer it was determined that the customer reported instances of messages in the activity log on their device. The device passed self tests and was capable of delivering therapy clinically. No trend is associated with reports of this type.